Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h7 section and to provide that the investigation is now completed. The initial report indicated in the h6 section that the investigation was still on-going, however the investigation is completed. Section h9 has not yet been provided, please reference reporting # 3003902955-2/8/19-r-001. This issue has been escalated to CAPA (CAPA#: (B)(4)) to further confirm our investigation and to verify the effectiveness of the implemented corrective action.

Manufacturer narrative:
Expiration date - june 2023. Implanted date: device was not implanted. Explanted date: device was not explanted. (B)(6). The actual device will not be returned for evaluation. Therefore the investigation was based on the photo received and the additional 193 pieces. The photo showed two unit boxes and blistered products that showed the narrow seal width edge and the portion of the packaging that was partially opened. The samples were confirmed to have narrow seal width which measures 1mm. The affected products are also confirmed in an opened condition (on side only) as the opening was triggered when the product was separated from the sleeve. In addition, the other 193 pieces from the complaint unit box also has narrow seal width. Based on the appearance of the open seal, the failure occurred brought about by a narrow blister seal width. There was an abnormality during the needle c line packaging process brought about by an inadvertent mechanical adjustment at sealing area affecting the alignment of individual blister cutting which resulted to a narrow sealing width which created an intermittent open seal. Based on records, there have been a significant occurrences of blister seal having minimum width with corresponding actions such as interchange of sealing rubber, film tension adjustment, replacement of sealing rubber and replacement of teflon tape on sealing rubber. However, the issue may have likely persisted such that the operator decided to adjust the sealing rubber holder 1.0mm towards the forming unit. Although product confirmation or verification was made after the adjustment where the blister seal width may have improved, but during continuous running narrow seal width could have occurred that resulted to open seal, which was not apparently detected in the in-process inspections or succeeding process inspections (product confirmation etc). Based on the abovementioned, together with the inspection result of selected remaining inventory lots from june 2018 to december 2018, it can be concluded that the narrow seal width with open seal started on june 30th, 2018. This issue has been escalated to further confirm our investigation and to provide appropriate corrective action. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the package of the blister needles top web and bottom web are not precisely aligned with each other. Therefore one blister needle cannot be properly removed from the sleeve.